Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: dirty stopper x2, black spot x1, dirty tube x2.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm, fm-shield smear and missing print with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to embedded fm issue through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: dirty stopper x2 black spot x1 dirty tube x2.